Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was both moderately calcified and tortuous and 90% stenosed. The 3.50 x 48mm xience skypoint des was advanced, but failed to cross the lesion. During removal, resistance was noted as well. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.